Event description:
It was reported to philips that the cover came loose from the ceiling mounted radiation shield arm and had fallen off. The system was in use at the time of the reported event. There was no harm reported. Philips has started an investigation of the complaint.